Manufacturer narrative:
The patient's date of birth is unknown. This information was not available from the facility. Cross reference MFR report numbers: 3011416935-2021-00029, 3011416935-2021-00030. Foreign- austria/ study name: illumenate isr: patient ID # (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Although the cause of reocclusion is unrelated to the study device, occlusion is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal sfa. Approximately 1 month post index procedure, the patient experienced reocclusion. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician reported this is unlikely related to the study device and possibly related to the procedure. This adverse event is being submitted because the patient experienced reocclusion and required intervention. This is being reported as part of the clinical study.